Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on an unknown date, the extraction screw was stripped due to using it on an unknown competitor¿s nail. The issue was identified by the sterile processing unit. There was no patient or procedure involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted. Part: 357.133. Lot: 1515727. Manufacturing site: (B)(4). Release to warehouse date: on (B)(6) 2006. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Device use: the extraction screw for ti femoral and tibial nails is a common trauma instrument, noted in 11 nail system technique guides including: titanium cannulated tibial nails, adolescent lateral entry femoral nail and titanium retrograde/antegrade femoral nail. In each instance the extraction screw is available if implant removal is desired. The extraction screw is threaded into the implanted nail and a hammer guide is attached to the extraction screw allowing for implant removal with light hammer blows. Customer quality investigation: investigation flow: damage- visual appearance not as expected: device condition: visual inspection performed on the returned device observed few deformed threads on distal threaded tip under 5x magnification. Furthermore, a significant dent was identified on the extreme tip edge. No further issues were noted. The received device condition agree with the complaint description and the complaint was confirmed. Dimensional analysis and document/specification review: relevant drawings for the device were reviewed and no design issues were noted. Dimensional inspection was not possible on the relevant portions due to significant post manufacture deformation. The complaint description states that the device was used with a competitive nail which would have resulted in fit incompatibility contributing to the observed deformed thread condition. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.